Manufacturer narrative:
Device evaluation: actual device involved in the event was not returned to edwards for evaluation as it was discarded. However, photographs of the explanted valve were taken by pathology and provided to edwards for evaluation. Heavy host tissue overgrowth was observed at the outflow aspect, and minimal host tissue overgrowth was observed at the inflow aspect. Moderate host tissue overgrowth was observed on the stent circumference at the inflow and outflow aspect. It is likely that the heavy host tissue overgrowth restricted leaflet mobility and likely led to stenosis. Calcification could not be confirmed since x-ray image was not available. The sewing ring was cut around one of the leaflets, and the wire form was exposed at the inflow aspect. Customer report of stenosis was visually confirmed due to heavy host tissue overgrowth. The customer report of leaflet calcification could not be confirmed through image evaluation. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue in-growth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. However, patient factors may have contributed to the event.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it was reported by the hospital to have been discarded. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received the root cause of the event remains indeterminable; however patient factors likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 31mm bioprosthetic mitral valve, implanted seven (7) years, ten (10) months, eight (8) days, was explanted due to structural valve deterioration, severe prosthetic mitral stenosis, leaflet calcification, and restricted leaflet mobility. The patient also underwent maze during the procedure. Echocardiogram demonstrated an ejection fraction (ef) of 50% with moderate to severe mitral stenosis. The explanted device was replaced with a 29mm mitral pericardial valve. The patient was taken to the intensive care unit (ICU) in serious condition. Pathology report indicated that the valve leaflets were leathery, focally rigid. "A 0.6 x 0.2 cm gap between the cusp was identified."